Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.

Event description:
On (B)(6) 2025, an 80-year-old female with a history of metastatic her2-positive breast cancer with hepatic hilar metastasis causing obstructive jaundice which was treated by endoscopic retrograde cholangiopancreatography (ercp) with placement of bilateral internal biliary stents, underwent a single histotripsy treatment to a segment IV liver lesion for a total planned treatment volume (ptv) of 33.5 cc. Within 24 hours post-procedure, the patient developed acute kidney injury. Despite a bumetanide challenge, renal function failed to improve and intermittent hemodialysis was initiated on (B)(6) but was limited by hypotension; hemoglobin declined to 10.9 g/dl. On (B)(6), the patient developed supraventricular tachycardia with hypotension requiring ICU transfer, and hemoglobin further dropped to 8.3 g/dl. On (B)(6), rising bilirubin (0.9 -> 2.4 mg/dl) prompted right upper quadrant ultrasound demonstrating possible partial portal and/or splenic vein thrombosis, and anticoagulation with heparin was initiated. On (B)(6), the patient experienced an abrupt hemoglobin drop from 10.6 g/dl to 7.1 g/dl, and emergent cta revealed a large right pararenal retroperitoneal hemorrhage measuring 8.3 × 5.3 × 12.4 cm with active arterial extravasation from a branch of the superior mesenteric artery (sma), pelvic hemoperitoneum, and non-enhancement of the portal venous system. The hepatic histotripsy treatment cavity remained unchanged with no evidence of active extravasation. Emergent angiography demonstrated a ruptured pseudoaneurysm arising from a diminutive branch of a replaced right hepatic artery originating from the sma; coil embolization of the replaced right hepatic artery was performed but persistent bleeding from a third-order sma branch could not be accessed. During the procedure, the patient developed hemodynamic collapse with tachycardia, hypotension, and hypoxia requiring code blue activation, followed by emergent exploratory laparotomy which revealed approximately two liters of hemoperitoneum. Despite surgical control attempts, the patient remained unstable, and after discussion with the family, aggressive measures were withdrawn and the patient passed. According to the treating physician, the source of hemorrhage was remote from the histotripsy treatment site, and no evidence of bleeding was identified from the treated hepatic lesion.